Event description:
Report received from abbott international affiliate of an adverse event while the pump was in use. The report states, "pt collapsed during infusion of fluids IV. Chest x-ray confirmed air embolism. Pt died despite resuscitation." The medication being infused and the pump settings were unspecified. The customer contact indicated that the pump gave a high flow alarm. Though requested no further info was available.